Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection, dimensional inspection and 100% assembly final inspection respectively, which would identify issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the cuff is easily loose after soaking in normal saline resulting in easily detaching from the catheter during insertion. It was found to be dislodged due to the loose cuff, therefore causing leaking.